Manufacturer narrative:
Product ID 3889-28, lot# (B)(4), serial#, implanted: 2015 (B)(6), explanted, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient's family member, who had called for assistance in how to make an adjustment, reported that the patient has been experiencing discomfort like a burning sensation at the base of spine by the wire for a couple of weeks. When asked, the caller said that the patient did fall every once in a while, "nothing major." The caller also stated that the patient had been receiving electro-acupuncture treatments, thought they noted that they were not in area of implant. They also mentioned that the patient's left side was paralyzed (not alleged to be related to the device/therapy.) With minimal instruction, the caller connected to the implant and said that the patient was on program 1 at 0.3. They then decreased the setting, however the patent wasn't able to determine if they noticed any change. The caller did say that sometimes it took time for the patient to determine what they were feeling. Patient services also reviewed the option of turning the therapy off as well in order to determine if that affected the discomfort. As asked, patient services reviewed with the caller how to switch programs as well as basic information about programs. The caller was going to leave the stimulation off for at least one hour and then ask the patient to assess what they noticed. Based on the outcome, the caller was going to either keep the stimulation off longer or turn the stimulation on, and on the current program and only increase to 0.1. If at this point, the patient notices a return of discomfort, they were going to consider switching to a different program.